Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and cleaned the cuvettes, replaced the high concentration waste (hcw) pump tubing, cleaned the cuvette washer nozzles, verified the wash cup flow to mixers/reagent probes/sample probe, inspected mixers for damage, verified the probe and mixer alignments, and flushed the hcw tubing from the peristatic pump to the external waste pump. No additional discrepant result issues have been reported since the service activity. The tubing, peristaltic head (rohs) was determined to be the likely cause. A review of service history for the architect c4000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c4000 did not identify any trends. A review of historical data for the tubing, peristaltic head (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cuvette drying tip or the architect c4000 processing module, serial number (B)(4) was identified.

Event description:
The customer observed falsely depressed magnesium results generated on the architect c4000 for 3 samples on (B)(6) 2019. The following data was provided (reference range = 1.60 to 2.60 mg/dl): sample 1: initial result = 0.7 mg/dl, repeat = 1.9 mg/dl; sample 2: initial result = 0.7 mg/dl, repeat = 2.0 mg/dl; sample 3: initial result = 0.7 mg/dl, repeat = 1.7 mg/dl. All 3 discrepant results were questioned by the physician. No impact to patient management was reported.